Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for regular device check. Patient was asymptomatic. High, out of range, high pacing lead impedance and high capture threshold was observed on the rv lead. No noise events were reported. Patient notifier was programmed on and patient was not enrolled in merlin.net transmission. Patient was sent home with the device programmed. Patient later presented for lead revision. The lead was capped on (B)(6) 2016 and replaced without issue. Patient was stable before, during and after the procedure and will continue to be monitored.